Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the issue "incorrect product was mailed": - what was the product code printed in the package received? Was it vcp259h or a different product code?

Event description:
It was reported that the account ordered vcp259h which is a 2-0 coated vicryl plus on a CT-1, and instead they received an 0 suture on a cp needle. No adverse patient consequences were reported.